Manufacturer narrative:
A manufacturer representative went to the site to test the equipment. It was reported that the main cart uninterruptible power supply (ups), external main camera cable, cable on/off, internal main camera cable, and the camera cart uninterruptible power supply (ups) were replaced. The hardware, software, and instruments passed the system checkout. The system was found to be fully functional. The following components were received for analysis: main cart uninterruptible power supply (ups), external main camera cable, cable on/off, internal main camera cable, and the camera cart uninterruptible power supply (ups). Analysis found no failure with any of these components. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure by a clinical specialist (cs) that she was able to load exams on the site's navigation system, but as soon as she connected the camera cart to the main cart, the main cart shut down. They attempted to boot the system up with both carts connected and the system would not boot. When disconnecting the carts, the main cart was able to power on. Attempted to connect the carts again and the main cart shut off. Tried booting up from the camera cart side and the carts would not boot. There was no visible damage on the cart to cart cable. There was no patient present.